Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 6:15 a. M. At unspecified dates/times, the patient obtained blood glucose readings of ¿200, 509, 417, high, 502, high, high, 312, high, 515, 101, 110, 160 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿sweaty, shaky, discoloration in face, and disoriented¿. On (B)(6) 2014 at 8:17 a. M. The patient self-treated with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/18/2014).the patient¿s test strips have been returned on 7/9/2014 and evaluated by lifescan product analysis on 7/9/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. Tertiary, the test strip vial label was found to be unreadable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The lay user/patient¿s products have been returned, and were evaluated on 06/30/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.